Event description:
A caller reported that the pump battery was depleting too quickly, which led to a pump shutdown. There was no adverse impact to the customer's blood glucose level. Customer support instructed the caller to uninstall and reinstall the mobile app and to monitor the battery depletion, advising follow-up action if depletion exceeded 35% per day. The caller understood and acknowledged the instructions.